Event description:
It was reported that during the laparoscopic nissen fundoplication procedure, the surgeon was using the curved shears to cut and coagulate the tissue when the clamp arm of the device broke off. The clamp arm fell into the patient and was retrieved. Another curved shear was used to finish the case with no patient consequence.